Event description:
A facility reported that a machine did not alarm as expected when a dialyzer blood leak occurred. Approx. 1 hr and 10 minutes into the treatment, the pt became hypotensive and experienced nausea and vomiting. Thirty minutes later blood was visible in the effluent dialysate line. Thr machine did not alarm. The treatment was stopped and the pt's blood was not returned. Estimated blood loss, 350ml. The pt was hypotensive, 68/42, and transported to the hosp. The machine was removed from the treatment area for investigation by the MFR. The investigation found a problem with the voltage from the blood leak detector sensor. The machine was repaired and proper operation verified.